Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl, resulting in seizures. Low bg cause was not known. Customer was subsequently admitted to the intensive care unit (ICU) and was treated with intravenous fluids of saline and "a glucose solution", resolving the issue. Customer declined further troubleshooting with tandem technical support and declined to provide further information.